Manufacturer narrative:
Evaluation summary: the customer's reported condition was confirmed by the baxter field service engineer. A corrective and preventative action has been initiated (mdq-CAPA-132).

Event description:
The facility reported depleted batteries during use with no pt involvement. Although baxter attempted to obtain information, details were not available regarding additional contact information. The hospital representative stated that there was no reports of pt injury or medical interevention associated with this report.